Event description:
Inner stiffener broke off while trying to place nu stent in patient. Stiffener stretched and snapped causing failure of the device. The device had to be removed and another nu tube was attempted (same brand and tube size). The same thing happed while trying to place the second one. After the second failure the procedure was altered, and a regular nephrostomy was placed in the patient.